Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user¿s report of sandstorm image was not confirmed. However, the image was flickering due to a damaged cable. The electrical connector contact portion was damaged and the main body of the camera head was compromised. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd autoclavable camera head was producing a 'sandstorm' image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the observed flickering image. The investigation revealed that there were hit marks on the electrical contacts. The root cause of the hit marks was unknown. A definitive root cause for the image issue was not established. However, it is probable that the issue occurred because the image transmission between the scope and the processor temporarily became unstable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received noting that the image was normal when the physician inspected the device during procedure preparation. The image went into a sandstorm during the procedure itself. Reportedly, this was a therapeutic procedure and was completed without any patient harm by using another device.